Event description:
It was reported that the customer was in the hospital, related to kidney failure. It was not stated whether this hospitalization was related to diabetic complications. The customer was having issues with sensor reading and blood glucose discrepancies, as well as calibration error alerts. His sensor gave a reading of 80 mg/dl while his blood glucose was 220 mg/dl. Proper calibration techniques were explained. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.